Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation. The monitor was tested with gas and read "66", but after the monitor was calibrated with the instructed use of bci 10% gas, the monitor reading was correct. It was noted that the bci 10% gas is the only gas that will work with this device. Based on the investigation evidence, the complaint allegation was confirmed. The product was used in a manner inconsistent with the IFU/operation manual. The root cause was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnocheck sleep oximeter displayed low co2 readings after calibration. The reporter noted two different gas sources were used. No adverse effects were reported.